Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates that the lead was explanted due to helix damage during the procedure. A new ra lead with a different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new lead with the same model was implanted. No additional adverse patient effects were reported.